Event description:
It was reported that the patient had a gynecological procedure on a unknown date. During the procedure, the blade stopped spinning. There were no patient consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.